Event description:
Our affiliate is reporting that during a shoulder repair, the distal portion of two inserter tips broke off into the fixation devices during anchor insertion. The fragments remain in the anchors, both captured within the pt's bone. The case was concluded successfully without further incident or harm to the pt.

Manufacturer narrative:
Nothing is being returned; however, this type of failure has historically been attributed to user technique. From an engineering perspective, damage to the inserter, tip breakage, may have been caused by off-angle or off axis insertion into the bone hole. Off-angle axis insertion is the most likely cause for the inserter distal tip failure, usually the result of bending and/or twisting the anchor during deployment due to anchor/bone hole misalignment. Note: the IFU states not to twist and/or bend the inserter upon insertion as the anchor, suture and/or inserter tip may be damaged. It is also possible that the incorrect drill bit (smaller than 2.9mm) was used in this procedure. The recommended bit is the mitek 2.9mm drill. The rationale is that anything smaller than a 2.9mm bit in "healthy" bone would subject the inserter to side loads of more than 24 lbs as the anchor makes its way through the cortical layer. The 20 lbs load is the upper range of the inserter capability when subjected to side loads. No further action is warranted at this time.